Manufacturer narrative:
Insulin pump received with cracked case at display window corners and display window. Minor scratched display window noted.

Event description:
Customer reported a crack on the lower left corner of the screen and stated that the upper left corner of the insulin pump's screen is bubbling up. Customer's current blood glucose reading is 206 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.